Manufacturer narrative:
(B)(4).

Event description:
It was reported "incident occurred on (B)(6) 2025. Midline inserted on (B)(6) 2025. It was painful for the patient from the first day. There was a thrombosis with diffusion on (B)(6) , even though the treatment had been carried out according to the rules (pulsed flush and continuous infusion over 24 hours, so there was no major risk of thrombosis). A week later, the patient was still reporting pain in the axillary fossa. An echo-doppler was performed, showing extensive thrombosis from the basilica to the right subclavian. 3 months of decoagulant treatment were started today." The midline was removed and tinzaparin and eliquis was provided. The patient's current condition is reported as "fine".

Event description:
It was reported "incident occurred on (B)(6) 2025. Midline inserted on (B)(6) 2025. It was painful for the patient from the first day. There was a thrombosis with diffusion on (B)(6), even though the treatment had been carried out according to the rules (pulsed flush and continuous infusion over 24 hours, so there was no major risk of thrombosis). A week later, the patient was still reporting pain in the axillary fossa. An echo-doppler was performed, showing extensive thrombosis from the basilica to the right subclavian. 3 months of decoagulant treatment were started today." The midline was removed and tinzaparin and eliquis was provided. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "clinicians must be aware of complications/undesirable side effects associated with midlines including but not limited to: venous thrombosis. Maintain catheter patency according to institutional policies, procedures and practice guidelines. All personnel who care for patients with midline catheters must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury.". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.